Event description:
Additional information received reported the patient¿s infection resolved. The patient would be re-implanted in 6 months.

Manufacturer narrative:
Product ID 7482a40, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 7482a40, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37602, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator product ID 7482a40, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3387s-40, lot# v399857; product type lead product ID 3387s-40, lot# v399857, implanted: 2010 (B)(6); product type lead product ID 7482a40, serial# (B)(4), implanted: 2010 (B)(6); product type extension. (B)(4).

Event description:
It was reported, the patient had gone to the emergency room 3 days prior to report due to discharge that was coming from the implant site. The discharge was swabbed and it came back positive for (B)(6). The patient was provided with antibiotics but the infection did not clear up by the day prior to report so the health care professional was going to remove the implantable neurostimulator (ins) and extension on the day of report. The patient outcome was not provided. Additional information received reported the patient still had a ¿pic line¿. Both of the ins¿s were removed and the explanted devices would not be returned to the manufacturer for analysis. If additional information is received, a supplemental report will be submitted.